Event description:
The customer called to report that blood glucose result was 733mg/dl on the suspect device. The customer questioned the result and checked the suspect device memory and found the same value had been stored. The customer took no actions to treat diabetes. The customer just called to report the incident.